Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast surgery with two 400cc mentor memorygel breast implant prostheses experienced bilateral breast pain and right-sided rupture postoperatively. On (B)(6) 2019, the patient had a primary consultation with a healthcare professional. Initially, the patient experienced bilateral breast pain. MRI performed on (B)(6) 2019 indicated the rupture, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2019. The devices are not available for evaluation. On (B)(6) 2020, a healthcare professional reached out to mentor, since the patient is ready to undergo implantation. This report is for the left-sided prosthesis.